Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface and system controller pcb assemblies to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not turn on well. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.